Event description:
A (B)(6) female admitted with acute appendicitis and underwent a laparoscopic appendectomy. During procedure, the endo catch gold failed. The specimen retrieval pouch tore spilling the specimen back within the abdomen. No harm to pt.